Event description:
The clinician said three implants were placed in 2005 and two were intergrated well, but the other was removed in 2006, because of implant mobility. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone-quality insufficient.

Manufacturer narrative:
The implant was recevied with an abutment and abutment screw not attached and the implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was then compared to a radiographic template (l0250 rev 10/03) and was determined to be a 6mm x 9mm implant.